Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp failed to release from the delivery catheter upon reaching the target implant location. The delivery catheter was safely removed with the lp attached, and an alternate lp was implanted successfully to complete the procedure on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of separation problem during implant was not confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. Electrical testing found no anomalies. Final analysis did not observe any anomalies that could have contributed to this issue. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the inner diameter of the buttonhole, where the bullets on the tether interact, was measured and found to be oversized and out of specification. The cause could not be determined. Device functionality, however, was deemed normal. No other anomalies were detected.